Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to lead dislodgement, which led to a sensing anomaly. Hence, the lead was explanted.